Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that a couple of days after a stereotactic breast biopsy had been performed and a breast tissue marker was implanted, the pt presented with pain and edema at the site of the biopsy. Antibiotic treatment was prescribed. The pt is reported to be doing well.